Event description:
It was reported by an eye care professional that a patient developed a corneal ulcer in the right eye following contact lens wear. The corneal ulcer was located peripheral and measured at 4-5mm. Severe corneal staining was present at <50%. The issue had resolved and lens wear has resumed.

Manufacturer narrative:
Actual device is not available for evaluation. A manufacturing investigation is being performed on the lot. (B)(4).